Event description:
It was reported that the remote monitor experienced a telemetry problem with the implantable cardiac monitor (icm) due to a reader position issue while trying to reconnect a new monitor. Troubleshooting steps performed included adjusting the position of the reader for reader placement errors, power cycling the monitor, placing a dry washcloth between the reader and the implant, and removing any interference within 6 feet; it was also assessed whether the progress bar filled. The individual was referred to the clinic for further evaluation and troubleshooting. The icm remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.